Manufacturer narrative:
An event regarding pain involving a trident implant was reported. The event was confirmed following a medical review. Device evaluation and results: not performed as no product was returned. Medical records received and evaluation: a review by a clinical consultant noted: "the most prominent problem of this arthroplasty is severe heterotopic ossification (ho) in and around the joint space. Such calcifications in the joint space are classified according to brooker in grades I - IV from minimal to extensive (0 = absent). Although it may appear on x-ray that the patient has such extensive calcifications across the arthroplasty joint that an effective hip fusion might have been obtained, such is rarely completely the case. The x-ray is a two-dimensional projection of a three-dimensional bone mass reality and if a CT-scan would be available, there usually remain some crevices and spaces visible where some (minimal) motion between pelvis and femur may remain possible, ranging from a few degrees up to 10° - 30° in brooker grade 4, defined as a remaining joint space between the calcifications of less than 1-centimetre with more but still limited flexion present in brooker grade-3. The problem with these more extensive calcifications is that movement in the hip joint is not anymore guided by the femoral head centre of rotation in the cup but now also influenced by the location and severity of the calcifications. The effect is rather similar to bone-to-bone impingement where movement in the arthroplasty becomes limited by factors outside the hip arthroplasty. In conclusion, heterotopic ossifications brooker grade-4 causing pain and limitation in range of movement in the hip required liner removal to facilitate the excision of the calcifications. As such is principal failure mode an adverse mix of patient-related and procedure-related factors without device-related factors involved. This pi case is not device-related. Procedure-related factors: heterotopic ossifications are related to surgical approach and technique. Patient-related factors heterotopic ossifications have also patient-related characteristics due to genetic predisposition device-related factors: none such as also confirmed by the revision findings. Diagnosis: heterotopic ossifications brooker grade-4 causing pain and limitation in range of movement in the hip required liner removal to facilitate the excision of the calcifications without liner pathology being involved. Device history review: review of the device history records indicate all devices were manufactured and accepted into final stock on with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review by a clinical consultant concluded: " in conclusion, heterotopic ossifications brooker grade-4 causing pain and limitation in range of movement in the hip required liner removal to facilitate the excision of the calcifications. As such is principal failure mode an adverse mix of patient-related and procedure-related factors without device-related factors involved. This pi case is not device-related. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that surgeon revised the poly liner from patient left hip due to patient complaining of pain. Patient complained of start up pain when rose from chair. Had lots of heterotopic bone which was removed. Surgeon checked stability of implants. He removed the liner to check stability of cup then replaced liner. No infection was confirmed at hospital or in pathology after case and no uneven wear was noted on the explanted poly liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon revised the poly liner from patient left hip due to patient complaining of pain. Patient complained of start up pain when rose from chair. Had lots of heterotopic bone which was removed. Surgeon checked stability of implants. He removed the liner to check stability of cup then replaced liner. No infection was confirmed at hospital or in pathology after case and no uneven wear was noted on the explanted poly liner.